Event description:
The patient was reportedly experiencing intermittent pain and discomfort with and without device use. Testing revealed that the device is functioning within normal limits. Surgery to explant the patient's device will be scheduled.